Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: implant surface not completely covered with bone, sinus perforation and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.